Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "02 valve failure - 1010" message and stopped ventilating. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference updated section d1 brand name, and section d4 catalog number that does not apply and should be removed.

Manufacturer narrative:
The device was returned to zoll medical new zealand for evaluation. The customer's reports were observed during review of the forensic memory log. However, the device was put through extensive testing without duplicating the reports. An internal inspection found no discrepancies. The o2 valve was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.